Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting low impedance and r-wave measurements. The patient was involved in an accident, he received a 'blow' to the chest. The lead had dislodged.